Manufacturer narrative:
Device evaluated by manufacturer: returned rotawire was received inside of the rotapro device. Visual inspection of the returned product revealed that the rotawire was stuck in burr and able to be removed from the advancer unit. However, the wire was unable to be removed from the burr catheter after being soaked in a water bath for 4 days due to due to the stretched coil and blood in the sheath of the rotapro device. There are numerous kinks along the body of the rotawire. Microscopic examination of the device revealed that the floppy tip of the rotawire is stretched. The overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to stretched tip, od of the middle of the device and od of the proximal section were within specification. Inspection of the remainder of the device presented no other damage or irregularities. Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 23dec2019. It was reported that the device was returned with no known complaint with device from report 2134265-2019-14089. A 1.25mm rotapro and rotawire were selected for a percutaneous coronary intervention (pci) procedure of the circumflex artery (cfx). The rotapro was prepared and advanced to the target lesion. After the first ablation was completed successfully with 3-5 passes for 30 seconds, the device was put into dynaglide mode but it was difficult to remove from the patient and blood was observed in the sheath. The physician then removed the device by pulling the device. The procedure was completed with balloon angioplasty instead of rotapro. There were no patient complications reported and the patient's status was stable post procedure. However, device analysis revealed that the guidewire was stuck in the burr.